Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after a battery change the insulin pump display began to flash. An alarm also sounded off as well. The patient's blood glucose at the time of incident was 71 mg/dl. During troubleshooting the customer stated that he'd fallen earlier in the day but was unsure if the insulin pump hit the ground. The customer was advised to discontinue usage of the insulin pump and revert to a medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with an unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. We were unable to perform the self test, displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, prime and seating test. In addition, we were unable to verify missing segments and partial display due to display anomaly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.